Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the proximal sfa of the right leg. Patient had a revascularization of the target lesion and two admiral extreme pta balloon were used. Approximately 5 months post revascularization, the patient suffered a restenosis in the proximal sfa of the right leg (target lesion). The event was treated with bypass in the right limb. Investigator assessed that the event is not related to index device, procedure or antiplatelets medication. Patient was discontinued from study participation.